Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that insulin leaked from the bd precisionglide¿ needle connection to the syringe during use while filling the cartridge. This occurred on 5 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported when filling his cartridge with insulin, his syringes begin to leak insulin where the needle screws onto the syringe. Customer confirmed he did not feel fill resistance."